Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0, serial number: (B)(4) / model #: 1403us / expiration date: 2015-10-30, UDI #: (B)(4), mfg date: 2014-10-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a controller alarm and that one of the power ports of the primary controller was not recognizing the power source. The patient was directed to exchange the controller to the back up controller which was successful. Following the controller exchange, the ¿connect power¿ alarms disappeared. The next day when the patient presented to the clinic, device interrogation showed two ventricular assist device (vad) disconnect alarms logged on the replacement controller. No further actions were taken. The replacement controller remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the two controllers were not returned for evaluation. A review of the manufacturing documentations confirmed that the associated devices met all requirements for release. Log files covering the event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving controllers not recognizing a power source could be possibly attributed, but not limited to, connector damage, bent pins and/or connector wiring failure. A possible root cause of the reported vad stop alarms can be attributed to an accidental disconnection of the driveline and/or due to an intermittent connection between the controller and driveline connector. Additional products: controller 1.0 / (B)(4). If information is provided in the future, a supplemental report will be issued.